Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an uncut area temporally on a patient's left eye during a lasik procedure. Scissors were used to cut area. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Clinical review confirmed some mild obl and side cut is almost not visible. No energy, beam control, or vacuum value deviations were found. Review of the system history indicated a previous z-offset was changed about 15 microns but the incline offset stayed at the same value. The technical service department advised the service engineer at the site to check the cleanness of the f-theta objective . According to new information received, the laser head and joystick were replaced. Laserhead was received at the manufacturer. The information of the service reports shows the joystick exchange was a planned action due to wearing of the joystick . The laser head was forwarded to supplier for investigation. According to the report of the supplier, the problem could be confirmed the laserhead was out of the specifications. The problem is caused by pollution on several optics inside the amplifier. The root cause is a faulty laser head caused by pollution on several optics inside the amplifier. The root cause for the pollution could not be determined. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles showed the user performed the treatments successfully and no treatment was aborted on that treatment day. A review of the logfiles cannot determine any technical problem and all systems were checked. According to the clinical and logfile review, no technical root cause was identified. The root cause could not be determined conclusively. (B)(4).